Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse performed multiple service visits, and multiple part interventions. Upon further investigation, the fse determined multiple parts had malfunctioned (degasser, pressure monitor, and tubing). The fse replaced the degasser, ise tubing, and pressure monitor printed circuit board which resolved the issue. The fse performed system verification successfully without further issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). Beckman coulter identifier is (B)(4).

Event description:
The customer reported the au480 clinical chemistry analyzer generated false low patient results on multiple analytes which included alkaline phosphatase (alp), c-reactive protein (crp), sodium (na), potassium (k) and chloride. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.